Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped and the soundstar catheter confirmed a small pericardial effusion. A pericardiocentesis was performed. Approximately 400 cc of fluid was removed. It was believed that the pericardial effusion occurred after the left pvi was completed. The patient was stabilized and admitted for observation. It was also reported that at the end of the procedure, it was noticed that the patient have burn marks surrounding the grounding pad. No medical intervention was done in regards to the skin burn. The degree of skin burn is unknown at this time. The brand and type of the patient return electrode used during the procedure was unknown. It is unclear if the brand and type of the patient return electrode was according to bwi's recommendation brand/ type. The updated patient health status was that patient had recovered well. The ablation parameters were set to "power-control" mode, rf delivery ranging between 30-50 watts, temperature cut off set to 40 degree celsius, irrigation of catheter flow at 8 or 15 ml/min. The long sheath used with the ablation catheter in the procedure was a non-bwi sheath (st. Jude sr1 8.5fr, 63 cm). The anticoagulant patient received during the procedure was act maintained at greater than 350.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Soundstar 3d 10f-90 catheter: model #: m-5723-05, lot #: s1080105. Lasso nav variable eco catheter: model #: d-1343-01-s, lot #: 15750737l. Ez steer coronary sinus catheter : model #: d-1263-04-s, lot #: 15723848m. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the patient a blood pressure dropped and a small pericardial effusion was confirmed. Pericardiocentesis was performed. Approximately 400 cc of fluid was removed. It was believed that the pericardial effusion occurred after the left pvi was completed. The patient was stabilized and admitted for observation. It was also reported that at the end of the procedure, it was noticed that the patient have burn marks surrounding the grounding pad. No medical intervention was done in regards to the skin burn. The degree of skin burn, brand and type of patient return electrode used during the procedure was unknown. It is unclear if the brand and type of the patient return electrode was according to bwi's recommendation brand/ type. The ablation parameters were set to "power-control" mode, rf delivery ranging between 30-50 watts, temperature cut off set to 40 degree celsius, irrigation of catheter flow at 8 or 15 ml/min. The long sheath used with the ablation catheter in the procedure was a non-bwi sheath (st. Jude sr1 8.5fr, 63 cm). The anticoagulant patient received during the procedure was act maintained at greater than 350. The returned device involved was visually inspected and was found in normal condition. The catheter was tested for electrical performance, temperature response and stockert compatibility and was within specifications. A deflection test was also performed and the catheter passed. Furthermore, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error message was displayed and the catheter was properly visualized. Eeprom data demonstrated the catheter was properly calibrated during manufacturing. Irrigation test was carried out and the catheter failed. Further investigation revealed that the irrigation tubing near the tip area was occluded with blood. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed irrigation test due to blood occlusion. The root cause of the pericardial effusion remains unknown.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Additional information was provided regarding the skin burn marks noticed surrounding the grounding pad on the right lower quadrant. No medical intervention was done in regards to the skin burn. The brand and type of the patient return electrode used during the procedure was single patch valley lab 7506 serial #(B)(4). The brand and type of the patient return electrode was according to bwi's recommendation. (B)(4).